Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not cutting along with intermittent aspiration; therefore, the condition of the product could not be verified. The device history record review for the reported lot indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a bag for the report of did not cut and intermittent suction. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. When actuating, black heavy foreign matter was observed on the cutter. Actuation testing was performed and found non-conforming. The sample does not fully open. Aspiration testing was performed and found conforming. Aspiration (bias closed) testing was performed and found conforming. Cut testing was performed and found conforming. The probe was disassembled and the components inspected. There is approximately 30-45 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is slightly bent. Gouge marks were observed at the bend area and several locations along the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was found non-conforming and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then function properly. The complaint evaluation does not confirm the probe sample had cut or aspiration issues. Unrelated to the reported event, the product evaluation did determine that the probe did have an actuation issue. The most likely root cause of this issue is due to the bent needle and the bent inner cutter as well as the foreign matter observed on the cutter. A damaged inner cutter and foreign matter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle and inner cutter condition as well as the foreign matter appear to have occurred during the probe being used in surgery for approximately 30-45 minutes, but the exact root cause of the bent needle, bent cutter and foreign matter cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle, bent inner cutter and foreign matter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. All probes are also 100% visually inspected for foreign matter and bent needles. Any non-conformances found are removed from the lot and scrapped. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitreous probe did not cut and suction worked intermittently during an eye surgery. The product was replaced and the procedure was completed. There was no patient harm reported. A product sample has been requested for evaluation.